Event description:
The customer alleged that the unit was leaking cidex opa. There were no reports of injuries related to the leak. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found a cracked basin. The fse replaced the basin and performed system verification and a leak test. The fse ran "wash/disinfect" test cycle and ran "empty disinfectant" cycle. The unit met specifications. Results: other-basin.